Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp), consumer, and manufacturing representative regarding a patient receiving intrathecal fentanyl 2000 mcg/ml and bupivacaine 35 mg/ml. The indication for use was non-malignant pain. The hcp could not inject any drug into the pump. It was noted that the hcp did not use the extension tubing and just attached the syringe to the needle. The patient was not having symptoms. The patient was going to the operating room to assess the pump under fluoroscopy. Troubleshooting suggested included rotating the needle to see if that helps, hold negative pressure for 2-3 min (making sure they clamp when they let off the syringe) to try to remove any air from the reservoir, and try another refill kit. The hcp was still unable to refill the pump. Additional troubleshooting suggested included using a syringe with preservative free normal saline (pfns) to rinse the reservoir and then attempting to refill with drug. The hcp was contemplating replacing the pump. It was later reported that it ¿finally worked.¿ a 1cc syringe ¿did it.¿ the pump was successfully refilled. The cause of the difficulty filling was unknown. Additional information was received from a healthcare provider (hcp) and manufacturer representative. The hcp tried to refill the pump again on (B)(6) 2016 and had the same recurring issues of not being able to refill the pump with drug. The hcp tried all of the same procedures as in the past, but became frustrated and gave up. The prior refill to this attempted pump refill went fine with no issues, but had the issue again at this refill. Troubleshooting suggested to hold negative pressure to remove all air from the system and use a smaller syringe to force saline into the reservoir followed by removing and discarding the saline. The hcp confirmed that the medication had not changed since the issue presented in (B)(6). The hcp could only get 6 cc of the drug into the pump and it was ¿really tight¿ and he had to do the refill with a 3 cc syringe with ¿enormous pressure¿.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. There were no symptoms reported. They were able to empty the pump and refill it; it was over pressurized. A replacement was not scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.